Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2011-00181 and 2134265-2011-00454. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 95% stenotic lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The physician advanced the 325cm rotawire guide wire and the 1.5mm rotalink burr to the lesion and began ablation. Two ablation passes were completed when the rotawire fractured. No guide wire fragment was left in patient and no intervention was required. The physician then advanced another 325cm rotawire to the lesion and during the fourth ablation pass the burr came into contact with the rotawire and the radiopaque portion of the tip broke from the wire. The physician made a decision not to retrieve the wire fragment and the fragment was left in the distal cx artery. The procedure was completed with a 3.5mm non-bsc balloon and the deployment of a 3.25mm non-bsc stent. The wire fragment was not stented to the wall of the vessel. No further complications were reported and the patient's status is fine.